Event description:
The account alleged the head up has unintentional movement. No injury reported.

Manufacturer narrative:
The account isolated the issue to the right head pt controls, when the account plugged the right head pt controls back in it resolved the issue.